Manufacturer narrative:
We had no pre-operative and post-operative pictures. Our reporter on the field informed us that the patient had extremely hard bone. Each time the screwdriver broke, it was the last quarter turn when the tips broke, even after tapping the pedicle. (See mail from 18.dec.2023) the return of all the instrument took time, we received the instrument spe-us 01 48-n on 22.dec.2023. We had no more information about what happened despite our requests (see emails on 11th january 2024 and 17th january 2024). Regarding the 4 instruments breakages, the main hypotheses are: - too much force was applied to the instruments, leading to the breakage. - the surgeon did not tap / did not tap enough. This an unintended use error. We close the case as is.

Event description:
We received a complaint ((B)(4)) from the us on 22.nov.2023, reporting that, during the surgery one screwdriver broken piece was left inside the implanted screw. At the time of the report, the broken scewdriver has not been identified yet. The patient is fine.

Manufacturer narrative:
The investigation is currently ongoing. We received the broken instrument on 22.dec.2023,

Event description:
We received a complaint (B)(4) from the us on 22.nov.2023, reporting that, during the surgery one screwdriver broken piece was left inside the implanted screw. At the time of the report, the broken screwdriver has not been identified yet. The patient is fine.

Event description:
We received a complaint (B)(6) from the us on 22.nov.2023, reporting that, duuring the surgery one screwdriver broken piece was left inside the implanted screw. At the time of the report, the broken scewdriver has not been identified yet. The patient is fine.

Manufacturer narrative:
The investigation is currently ongoing. We did not received the broken instrument yet, the broken instrument has not been identified yet (reference, batch number), we received no operative picture. We asked information on 23.nov.2023, 04.dec.2023, 08.dec.2023, 15.dec.2023, 18.dec.2023 and 20.dec.2023 to retrieve information to investigate the case. Despite our requests we did not receive any information for the moment.